Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an low battery alarm before replace battery alarm. The customer¿s blood glucose level was 6 mmol/l. Customer stated that they did not receive a low battery alert prior to the replace battery alert. Customer was advised to used new or fully charged battery to work effectively. Customer stated that there was the replace battery alert without the low battery warning. Customer also stated that the new battery resolved the issue. The insulin pump will not be returned for analysis.